Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 9120503. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were within specification. To aid in the investigation of this issue, one picture sample was received for evaluation by our quality engineer team. Through examination of the picture, a large black smear mark was observed on the outside of the barrel near the 1ml marking. The smear appears to be an ink mark. It has been determined that this incident was a result of an error in the scale marking process. Based on the investigation conclusion, the reported defects are not related with our packaging process. Therefore, root cause cannot be determined. Due to the low occurrence of this defect, further corrective action has not been determined necessary at this time. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that foreign matter was noticed inside the bd luer-lok¿ syringe during use after it had been filled with narcotic solution. The following information was provided by the initial reporter: "upon attaching a new 3ml syringe from a bulk sterile pack to a collector bag, the pharmacy technician noticed there was debris within the barrel of the syringe after the syringe had been filled with drug solution. This syringe could not be used as the debris compromised the sterility of the preparation. This syringe and its contents were destroyed. The preparation was a narcotic medication therefore the syringe and its contents had to be destroyed and cannot be sent to the manufacturer."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was noticed inside the bd luer-lok¿ syringe during use after it had been filled with narcotic solution. The following information was provided by the initial reporter: "upon attaching a new 3ml syringe from a bulk sterile pack to a collector bag, the pharmacy technician noticed there was debris within the barrel of the syringe after the syringe had been filled with drug solution. This syringe could not be used as the debris compromised the sterility of the preparation. This syringe and its contents were destroyed. The preparation was a narcotic medication therefore the syringe and its contents had to be destroyed and cannot be sent to the manufacturer."